Event description:
It was reported the patient's (B)(6) ipg is inoperable and no communication is possible. It was noted the patient's settings were set to high power and the patient used the scs system 24 hours a day. In turn, the patient will undergo surgical intervention at a later date.

Event description:
Follow-up revealed the patient underwnt surgical intervention to explant and replace the ipg which resolved the issue. Effective therapy was restored post-operative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.